Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that manually closing the gantry door and performing invalidate home resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the gantry door of the imaging system would not close. There was no patient present at the time of the issue.

Manufacturer narrative:
On 12/08/2017, further review found that the reported event was related to system not used in a clinical setting, and the reported issue was unlikely to cause serious harm. The initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction.